Event description:
The customer reports through a med watch report the air mixer delivered 21% o2 when set to 80%. The air mixer did not alarm. The ventilator delivered the proper volume and did not malfunction. The customer also reports the o2 cell was disconnected and the ventilator did not alarm. Pt injury from the event is unknown. The ventilator and the airmixer were exchanged. 8/2003 after further conversations with the customer, the customer reports the pt later died, and possible injury from the incident is still unknown. The o2 cell was replaced in the ventilator and the air mixer was repaired. The ventilator and airmixer were returned to service. There are no defective parts available for eval.